Event description:
Add'l info rec'd from rptr 12/13/2011: I am a patient that has previously filled out this form in 2010 concerning the lanx system device. I had a 3 level lumbar fusion 3 clamp devices 3 spinology bags non pedical that was falling apart from the get go before I left the hospital. Nobody would believe it left me in agonizing pain for weeks; had to use a bed pan, could not get to the bathroom, and was told this was normal, after a few weeks, managed to get up with dining room chairs scattered all over so I could make it from room to room, I did start pricing wheelchairs up online. I could not manage to function, left leg would give way, excruciating cramps in my legs which would only be relieved by lying down .very odd. Usually you have to walk cramps out but any kind of pressure on my legs started it off until I laid down, couldn't lay on my left side until I had revision surgery. After many phone calls, I got a CT done and was told there was some bone material extruding probably on the nerve, did not let that surgeon do revision even though I waited months longer to find another I was too scared, the revision was traditional fusion, was told everything in there was loose extruded reherniated the bone putty was on the nerves, in other words a mess. There has been some improvement since, but to my horror a spineology bag was left in. Only 2 were removed and that is in a reherniated state so im no better off than when I started. Everyone of those bags spilt out and from the lack of info available online I presume they are not intended to be used in that way, I have just read lanx reply to you which makes me presume even more (B)(4). I'm doing this report to add the spineology mess to the story. Lanx rep denies the surgeon used optimesh spineology bags. I still have one left inside me unfortunately which was reherniated just like the other two did, my op notes has a section of how he tediously removed the spineology bag and scraped away the bone putty from the nerves. I was billed for peek cages and found out I had the bags from the second surgeon who told me no way were they peek off the xray and scans I should ring my insurance up which I did. Never did hear back. I came to the conclusion there was no billing code for the bags so they used peek as a near reference. To cut a long story short, if lanx or spineology would like to see that this surgeon uses or used the products together I can send notes and reports confirming this. Every doctor I have seen since has remarked what a bad idea this surgery was in fact the last one said its like me asking you to drive to new york and pointing your car south; it's just never going to work. I'm adding this also for spineology's reply to the surgery I'm hoping it won't happen to anyone else, this has been the worst two years of my 44 years on the earth, all because a doctor did not use products for how they are intended which to my horror on trying to research it happens all the time. I was not told beforehand that this was new technology or that trials were not even finished, I asked if it was successful he replied very I will be horseback riding in 5 months. What a joke. I can't even feed my animals anymore thanks to dr (B)(6). Dates of use: (B)(6) 2010. Reason for use: ddd, stenosis, instability. One bag left in revision of 3 level fusion, repacked.

Event description:
Had 3 level lumbar fusion l3 to s1 for ddd stenosis and instability (B)(6) 2010. My pain was lower back, left hip radiating into thigh. Surgeon used lanx aspen device, also spinology bags. I was in agony coming around in my room after surgery to a degree that the morphine pump was not touching the pain. I was ignored, told it was normal. Had total numbness in my left big toe and the whole foot would do the same with pressure on it. Physio made a joke of me saying they had a moaner because I was yelping trying to get up and take a few steps. They never questioned how much pain I was in. I was sent home. The hospital meds ,although inadequate, were better than what I got sent home with. I could not get out of bed for 3 weeks not even to the bathroom, I would get severe cramping in my left leg everytime I put my foot on the floor which would only be relieved by sitting down or laying down which in itself I thought odd. I've had to stretch a cramp out before. I kept ringing them. They kept telling me "it's normal" I need to give it time. Managed to get to bathroom after 3 weeks but in a great deal of pain. In tears everyday. I was using a walker, had dining chairs scattered around the house so I could sit down fast if the cramp got unbearable or my leg gave way; it was a pathetic time. On day 46, they eventually cat scanned. He said there was an extrusion of bone fragment. He would go in there and clean it up. The week after, I was too scared to let him or any of the staff that had treated me to do any other procedure. They even took pain meds off me 2 weeks before the scan. She told me to get to the pharmacy to get me some tylenol, I had to go to my family dr for a prescription. He said it seems like I had something on the sciatic nerve, after examining me. He also got me a new surgeon, well two in fact. They work as a team. They did tests and on (B)(6) 2010, they removed the aspen devices and bags and did a traditional fusion. They told me was too young to have this type of surgery, it was not stable enough for a woman of my age and level of activity; especially when I told him the reason for surgery was, I wanted to ride again. I have 6 horses, so I'm usually very active. I researched the devices after this and meeting a woman who had the same problem as me at pre-op, she was having the same corrective surgery on the same morning. She had her surgery at the same institute but different surgeon. I found that the devices are still in clinical trial till 2012 at one level and they are intended for one level not the three stacked that I had then. Then I found a medical sales blog saying it was a good device but surgeons were using the product for not what it was intended (multi-level) and not using bone graft. This site is called the spine blogger. I have found nothing that shows this device used at multi-levels. The x-stop I found similar but is to be used for over 50's and at 2 levels at most. I really feel like the product was mis-used on me. The spinology bags too have a black box warning that safety and effectiveness has not been established for fusion and they offer no stability for fusion. I feel double "whammyed" with reading this. My spine was falling apart. Everything in there was loose, reherniated, extruded and non union. Not one level was good. I'm left now with the same pain as before any of the surgeries. Can't help feeling if I had the traditional fusion in the first place, I would be a lot better off pain wise. Still have numbness but to a lesser extent, burning shin pins and needles which I never had before. I wasn't told this was fairly new technology either. I feel cheated with that I never had the choice of making a decision on it. Really wouldn't like to see anybody else go through what I did last year. Maybe this is a good product on the one level but it didn't even last from the operating room to my bed on the ward with three. Dates of use: (B)(6) 2010. Event abated after use stopped or dose reduced: yes. No therapy was offered. I could barely walk. I did use a quick draw back brace from (B)(6) until (B)(6) 2010.